Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer either over tightened or did not screw on the luer lock connection straight. Reportedly, the customer changed the infusion set to address the event and insulin delivery was resumed. Blood glucose was 262 mg/dl.